Manufacturer narrative:
It was reported patient went to the office with a nasty blister after wearing the boots for several days. Upon inspection of the boot's inner heel area, the material is not smooth and feels rigid in a way that will cause skin breakdown.treatment was provided here. The provider is a podiatrist. The shoe was returned and evaluated. Evaluation of shoe found the heel counter is bent in, complaint has been confirmed. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
It was reported patient went to the office with a nasty blister after wearing the boots for several days. Upon inspection of the boot's inner heel area, the material is not smooth and feels rigid in a way that will cause skin breakdown.treatment was provided here. The provider is a podiatrist.